Manufacturer narrative:
The insulin pump was unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). Analysis was unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test. The insulin pump had broken battery tube threads and cracked reservoir tube and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the pump had damage. The blood glucose at the time of the incident was 335 mg/dl. Troubleshooting was not able to resolve the issue. He states the customer pump had cracks and was concerned with the plastic that holds the battery. The device will be returned for analysis.